Event description:
It was reported there is exposed wiring on the programmer rf (radio-frequency) head cord at the base of the rf head. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head cable is damaged and has exposed wire.